Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump went into threshold suspend. The customer stated that the sensor was reading 51, but blood glucose value was 174 mg/dl . The customer was advised about insertion and calibration best practices. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected 2 opened/used sensors and found both sensors with cannula bent and stuck to adhesive tape. Unable to confirm customer received sensors in said condition due to customer returned opened/used.